Event description:
Patient was undergoing open heart surgery and carioplegia solution was being administered by the perfusionist. One of the roller pumps on the perfusion machine was working intermittently, the perfusionist attempted to crank it by hand. The perfusionist then changed the cardioplegia delivery system to the other roller pump, and cardioplegia solution was delivered successfully.